Event description:
It was reported that since the 1st activation, the pt has not been able to hear with his audio processor, even at maximum settings. He was seen by his hearing aid dispenser and by a vibrant med-el specialist who confirmed a no output condition. Rtf is negative (no measureable response).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.